Event description:
Received notice of complaint concerning above product from user medwatch form filed by facility, received in "qsra" on 12/09/98. Reports an alleged hemolysis event related to a kink in the pump segment of the arterial line. Patient was stable prior to event and developed acute stomach pain, nausea and vomiting and elevated blood pressure during the treatment. Patient admitted to hospital with diagnosis of hemolysis. Reportedly the device is available for evaluation. 12/10-director of nursing off until 12/16. Chief tech reports that device is available for evaluation. A response letter and mailer have been sent to the facility. 12/29-spoke with director of nursing regarding event. Reports that the patient's treatment was initiated without incident. Approximately 1-2 hours into the treatment, the health care professional responded to a low venous pressure alarm. Upon inspection noted pump segment kinked within the pump housing. Health care professional straightened out the segment and resumed the treatment. Approximately 15 minutes later, the patient began complaining of "stomach pain," which did not resolve with antacids. Seen by nurse practitioner who diagnosed "hemolysis" based on spun sample of blood that revealed a "red colored serum." Patient was sent to local ER. Work-up revealed elevated enzymes. Patient was admitted overnight for observation and received on hemodialysis treatment without further complications. Patient was then discharged and returned to the outpatient clinic in stable condition. The bloodline is available, but has not yet been returned to the manufacturing plant.